Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient presented in-clinic with no capture at max output. X-ray revealed dislodgement. It was noted that twiddler's syndrome was observed. The lead was explanted and replaced. The patient was stable throughout the procedure.